Manufacturer narrative:
Updated fields - b4, d9, g3,g7, g6, h2, h3, h6 (type of investigation), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Complaint record ID (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon therapy, blood was observed in the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.